Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the valve was explanted due to mitral regurgitation secondary to possible posterior mitral valve leaflet restriction. After the device was implanted, an echo was performed and revealed significant mitral regurgitation and what appeared to be limited leaflet excursion of the prosthesis. Therefore, the patient was returned to cardiopulmonary bypass. "The left atrium was re-explored and it did appear that two other leaflets were restricted in their motion. The pledgets were removed and the valve inspected and it appeared that the posterior most strut had not totally seated into the left ventricle, although the pledgets were easily visualized in the periannular area and were not underneath the sewing ring." The valve was removed totally and a smaller valve was placed. Additionally, it was indicated that this event was due to patient related factors and not a malfunction of the device.

Manufacturer narrative:
(B)(4) - device not seated properly. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.